Event description:
(B)(4). Initial report: this case was reported by a physician for dermatology and involves a (B)(6) female patient. On (B)(6) 2007, she had been treated with poly-l-lactic acid (sculptra) for the first time (indication: cosmetic injection / treatment of folds). A second treatment was performed on (B)(6) 2007. The patient developed small nodules (location: lower cheek and area of jaw). After the first signs of development of nodules, the patient was treated with antibiotic(s). On 24-jan-2008, poly-l-lactic acid was suspected for the first time to have caused the reported adverse reaction. Addendum for follow-up received on 05-sep-2008. (B)(4): batch record review without hint to root cause. No faults, defects, damages detectable.